Manufacturer narrative:
Lot review: a review of lot# 3171066 shoed that (B)(4) units were manufactured, tested, inspected, and released in december 2015. Receiving visual analysis: 7/27/2016 - received five new 011-ch14, chemoclave vented bag spike, lot#3171066. No mating devices were returned. Functional testing: the five (5) new 011-ch14 devices were each attached to a syringe and water was injected and aspirated through the devices a total of 3 times. No leakage was observed through the devices. The syringes were then removed and no leaks were observed on the devices. The five (5) new 011-ch14 devices were then each attached to a pressure leak tester through the claves and leak tested with water at 25psig for 1 minute. No leaks were found on the devices. Final analysis summary: the reported product problem for leakage was not replicated/confirmed with the five (5) new and unused devices. The product did meet the product performance specification requirements.

Event description:
Complaint received regarding one 011-ch14, chemoclave vented bag spike, lot# unknown. Chemo drugs spilled on both patient and nurse, a disconnection between the spiros and microclave contributed to the leakage. Unprotected chemo exposure reported but completed per standard hospital protocol. No serious adverse patient/clinician consequences reported. Lot number on follow up of same lot sample was lot# 3171066.

Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Same lot samples are being returned for investigation. Used unit not returned.

Event description:
Complaint received regarding one 011-ch14, chemoclave vented bag spike, lot# unknown. Chemo drugs spilled on both patient and nurse,a disconnection between the spiros and microclave contributed to the leakage. Unprotected chemo exposure reported but cleaned per hospital protocol. No serious adverse patient/clinician consequences reported.